Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was implanted greater than six months after the use-by-date. The implanting physician stated they were not worried about the lead and had no issues implanting the expired lead. The lead remains in use. No patient complications have been reported as a result of this event.